Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as a dirty flow cell and tubing. The fse cleaned the flow cell and replaced the tubing to resolve the issue. (B)(4).

Event description:
The customer reported the generation of a na (sodium) patient result that was different by 8 units from the repeat result from another au instrument. There was no report of a change in patient treatment in association with this event. There were no reports of qc (quality control) issues.